Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was barely feeling stim and had been leaking everywhere. She only had so many pads left due to hurricane mathew. Patient stated different body position caused her to leak different amounts. She needed stimulation at different level for laying down vs sitting up or walking. She noticed issues about a week after implant surgery. It was noted the pain from implant surgery had subsided. She could not be prescribed for pain medication because she was already on too high of narcotic dose. She was feeling stim during the call and therapy was on. Patient increased stim to 1.2 and may continue increasing further. She was going to go ahead and increased stim on her own and sees if it helped with reported issue. She did not intend to follow up with any healthcare provider (hcp). The patient later reported that she could not get leakage completely under control. She was trying to find the perfect setting for it, if she walked, she had to move to a different program. She had found improvement since implant, she was just trying to find the right setting to make it even better and was still had some leakage. She noticed the retention was completely gone. She confirmed this had been happening since the implant. It was indicated that in order to get leakage improvement, she had to turn it up so that it was painful. She took percocet and if she ran out of percocet, she had more pain associated with the stimulation and this had been happening since a couple weeks ago. Three weeks later, the patient further reported the device was not helping her overactive bladder (oab) symptoms. She had turned stim up then back down to comfortable level and the level too high when her meds wear off. It helped her retention completely. She turned the implant off just to test the efficacy for her symptoms and she had an immediate return of symptoms (up all night/retention returned), so she turned it back on. She had informed the hcp who showed her how to adjust different settings/programs. Patient stated she had appointment in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that program 2 works for retention and program 3 works for their overactive bladder (oab). They wanted the programs to work at the same time. It was reviewed that only program can work at a time. The patient stated they felt stimulation on program 3 toward the groin and in one other spot, but could not remember where, and stated their body adjusts to the stimulation. During the report they were at 8.5v and wanted to increase higher, but got the upper limits reached screen. It was reviewed that his was the max amplitude of the device. The patient said that 8.5v was not high enough, it almost takes care of both issues, but not quite. They were having oab issues during the report. The hpc told the patient not to touch program 1 unless they absolutely had to and only move to program 4 if they had an asthma attack. The patient said they already tried program 4 and it had no effect. The patient moved to program 1 anyways and stimulation was felt at 3.7v the patient also reported they take a lot of medication and their pain get to a 9 or 10. Their body then goes into seizures, increased body temperature, vomiting, and loses function to their muscles if they are not cooled down. It happened once right after surgery. The patient would follow up with their healthcare provider (hcp). Omitted information regarding the asthma, "shot" is joint, and medications as they are all unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.